Event description:
Reporter purchased this product 2007 for a backache and wore patch for 8 hours. Following patch removal, back was red and burned. She saw her personal physician, who prescribed medication for treatment and diagnosed area as a second degree burn.